Event description:
The pt has been implanted with a percutaneous lead for cervical use (off-label) for right arm pain. The pt reported she has been experiencing a change in stimulation and is unable to increase amplitude without feeling a burning sensation in her shoulder. The pt has been referred for a system x-ray. The pt is working with her physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.